Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the internal suction tubing was kinked. The suction tubing was replaced, and the unit was returned to service. Block a: no report of patient involvement. Block d4 unique device identifier: (B)(4).

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.